Event description:
The customer reported when the physiological saline was poured through the forceps channel of the subject device, several white foreign substances came out. Reportedly, the subject device was reprocessed again using an olympus automated endoscope reprocessor model oer-4 (not available in the USA). However, the foreign material appeared again. The reported issue occurred while preparing the subject device, prior to an unspecified diagnostic procedure. The subject device was not used in the procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation, during the evaluation, after checking the appearance, no abnormality was found. A microscope was used to check the inside of the forceps channel, but the white foreign body pointed out could not be identified. Although it was watertight, it could not be confirmed that the substance came out from the inside. In addition, no leaks were found. No abnormality could be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 2 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported phenomenon was unable to be determined because the white foreign object was not identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.